Manufacturer narrative:
B3: event date is an approximate date as the actual event date is not known.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged. A computed tomography (CT) was performed at the 45 days follow up and no clot was seen. The patient was on oral anticoagulation (oac) for 90 days and a transesophageal echocardiogram (tee) was done, and a device related thrombus (drt) was noted on the face of the closure device. The patient remains on blood thinners. There were no patient complications. No further information was provided at the time of this report.